Event description:
It was reported the health care provider (hcp) was unable to insert the stylet. It was also noted the stylet appeared to do damage to the lead at the electrodes. There was no injury, symptoms or adverse event to the patient. Lead was not implanted. No further information was reported.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), product type lead. (B)(4).